Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/10/2023, it was reported by a sales representative via email that an ar-9580-2420-2 baseplate was loosened post-operative. In (B)(6) of 2023, the patient reported an ongoing painful shoulder, and radiographs revealed the loosened baseplate with a post-migrating superior posterior of the glenoid. A revision surgery took place on (B)(6) 2023 to remove the devices implanted during the original procedure on (B)(6) 2021. During the revision of shoulder arthroplasty, an ar-9580-2420-2 baseplate, an ar-9582-25 modular post, an ar-9563-16 ar-9563-16, an ar-9563-24 peripheral screw, an ar-9562-28nl peripheral screw, an ar-9562-24nl peripheral screw, and an ar-9564-2439-lat glenosphere were successfully removed. Both procedures were performed at the same facility and by the same surgeon. Additional information received on 5/11/2023: the revision surgery was completed by implanting an ar-9503m-03 humeral insert m/39 +3 to fit in 39 cup , an ar-9505-09 univers revers spacer 39+9mm, an ar-9563-32 5.5x32mm peripheral screw, locking, an ar-9564-2839 39/28 glenosphere, an ar-9560-28 28mm baseplate, modular, an ar-9562-24nl 4.5x24mm peripheral screw, non-locking, and ar-9563-20 5.5x20mm peripheral screw, locking, an ar-9562-36nl 4.5x36mm peripheral screw, non-locking, and an ar-9561-35p 35mm central post, modular.